Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for an explant procedure due to elective replacement indication. During the procedure, it was noted that the right ventricular - rv lead was found to have an insulation abrasion. The rv lead was repaired and remains implanted. The patient was in stable condition throughout the procedure.